Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. Following transseptal access, while ablation in the left atrium started, a pericardial effusion was noted and confirmed by intracardiac echocardiography. Additional information indicates that the length of the needle was notably longer than the introducer. No patient symptoms were noted. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.